Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was bulging out of the patients back and it would not charge appropriately. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.